Event description:
It was reported that several weeks post implant, the patient experienced a pleural effusion and congestive heart failure due to the ventricular lead. The patient was hospitalized, given medication and the pleural effusion was drained. The lead remains in use. It was noted that the patient is taking part in the observe study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID: adsr03 implantable pulse generator (ipg), implanted: (B)(6) 2012. (B)(4).